Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula broken. The sensor was found intact. Also, inspected one insertion needle and found a small tip at the needle tip. Unable to confirm that the customer received the needle in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor whose needle split from the plastic when being removed from the serter. The customer reported that the sensor was still in his body at the time of the call. Customer was advised to remove that sensor. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.